Manufacturer narrative:
(B)(4). One sample of an endobronchial tube was returned for evaluation. Visual inspection and performance testing were performed, and the device was found to function as intended. The customer reported malfunction could not be verified on the returned sample.

Manufacturer narrative:
(B)(4)

Event description:
During the cuff test, the shape of tracheal cuff was found irregular. The issue was detected prior to use, before the actual surgery. There was no patient involvement.

Manufacturer narrative:
(B)(4). One sample of a mallinckrodt endobronchial tube was returned for evaluation. Visual inspection and performance testing was performed, and the device was found to function as intended. The customer reported malfunction could not be verified on the returned sample.